Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report numbers: 3008452825-2020-00551, 3008452825-2020-00550. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. While ablating, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. The patient is recovering.